Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report out of range for an indeterminate duration of time on (B)(6)2015. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).